Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having complained of pain from the initial date of surgery, 7 years ago.